Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, revision procedure was performed - reason unknown. No other adverse patient effects were reported.